Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. Unable to verify missing segments due to physical damage to lcd glass. (B)(4).

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. Customer's blood glucose was 140 mg/dl. The customer also reported the numbers were ramping up and down and the screen would go blank. The customer reported the issue occuring when they were rewinding and reloading the reservoir. Customer also reported smeared ink on the insulin pump's screen. The customer stated they did not drop or bump the insulin pump. Customer's blood glucose was 135 mg/dl at the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.